Manufacturer narrative:
The actual device was visually inspected. Results: our records indicate that this is the only complaint received for this type of fault for the given lot number. One of the pins in the inspiratory limb was bent and the tip was slightly damaged. The deformity on one of the pins of the linb was restricting the heater wire adapter from being fully inserted. This may have occurred while the customer was setting up the circuit. Conclusions: device failure was most likely related to user handling. The rate of occurrence for such complaints in infant heated breathing circuits is approx 0.002% worldwide for the last year.

Event description:
Reporter reported that an rt235 infant breathing circuit heater wire adapter did not fit in the inspiratory tube.